Event description:
A malfunction on the pump was reported by the caller. Customer's blood glucose was 324 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.